Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose value at time of incident was 511 mg/dl and current blood glucose value was 286 mg/dl. Customer treated with manual injection. Customer stated that the drive support cap appeared normal. Customer was advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instruction. Insulin pump will not be returned for analysis.